Manufacturer narrative:
"This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the adhesive a the distal end forceps cover was peeled off was perceived to be due to stress. The instruction manual warns do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device."

Manufacturer narrative:
The service evaluation confirmed the customer "hole in the handle" issue of as the scope failed the leak test due to a leak between the body control grip and the protective boot cover due to a damaged o-ring. The grip was noted to have deep dents/damage near the leak area. No fluid invasion was observed. Additionally, the bending section cover adhesive was cracked and the device name plate was detached. The scope was repaired to specification and returned to the customer. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed by the inventory control coordinator at the user facility that the evis exera ii ultrasound gastro-videoscope was observed to have a hole in the handle during reprocessing. The scope was returned for service and upon inspection/testing, the scope was found to have a reportable adhesive malfunction as the adhesive at the distal end forceps cover was peeled off (reportable) due to stress/impoacz. No patient involvement or harm was reported.